Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic, a day after the implant, for a follow-up. Upon interrogation through x-ray, the right ventricular lead was dislodged. The lead was repositioned on (B)(6) 2017 successfully. The patient had no adverse consequence.